Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet exhibited a ¿yes to droplet¿ error and lacked power during initial training, leading the trainer to provide a spare ilet and associated charging accessories and to arrange an out-of-box replacement. Symptoms included no alerts or alarms reported by the user. Outcomes included device replacement and return of the original device. Investigation included retrieval of the reported unit for evaluation. Investigation revealed a device malfunction consistent with a user interface or droplet detection error and an unresponsive or depleted power state; the device was replaced and the original was returned for assessment. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the affected ilet.